Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a display anomaly. Suddenly on the insulin pump's screen bolus appeared and they could not clear the alarm. The keys on the insulin pump were unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents, no unexpected off no power or low battery alarm noted and passed self test and no display anomaly noted. All of the buttons functioned properly and no moisture damage was found on the keypad traces noted and the keypad connector was fully locked. The insulin pump had minor scratched lcd window.